Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was not appear on the display. Customer stated that was swimming then insulin pump was started alarm and water inside the battery compartment. Customer stated insulin pump exposed fluid. Customer stated self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.